Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal therapy for capd. Action taken with dianeal therapy was not reported. During a call with baxter taiwan technical services, the following was reported. On an unreported date in 2012, the patient experienced peritonitis. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). On an unreported date, the dianeal and extraneal therapies were withdrawn and the patient was transferred to hemodialysis. The nurse clarified that, on an unreported date, the patient experienced enterogastritis. On (B)(4) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was enterogastritis. On (B)(4) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.